Event description:
The initial reporter received questionable crep2 (creatinine plus ver.2) result from one patient sample tested on the cobas pro ssu. The initial result was reported outside of the laboratory. The clinic called which prompted the rerun of the patient sample. The patient sample was rerun on the analyzer and on another cobas pro analyzer. A new sample was also collected from the patient. On (B)(6) 2023, the initial result of the initial sample from the analyzer was 176 umol/l. The first repeat result of the initial sample from the analyzer was 66.2 umol/l. The second repeat result of the initial sample from the analyzer was 65.3 umol/l. On (B)(6) 2023, the third repeat result of the initial sample from the other analyzer was 68.6 umol/l. On (B)(6) 2023, the initial result of the new sample from the other analyzer was 61.9 umol/l. The repeat result of the initial sample from the other analyzer was 68.9 umol/l. The reagent lot number is 703260. The expiration date was requested but not provided.

Manufacturer narrative:
Medwatch fields: suspected medical device was updated.

Manufacturer narrative:
The device code was updated. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The field service engineer (fse) found a reagent probe was bent and replaced it. The piercer was replaced and the ultrasonic mixer was adjusted. The instrument was operating within specification afterward. The specific cause of the event could not be determined.